Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Maude report # mw5086988

Event description:
It was reported that during an exploratory laparotomy; lysis of adhesions and small bowel resection, the surgeon fired the ethicon 75mm linear cutter stapler and it failed. He had used it previously and it was working well. It was on the third fire that it suddenly failed. A new stapler was opened and the case was completed successfully and without harm to the patient. Additional information was provided that the first time it was used it fired. The 3rd fire failed completely. The tissue was cut, but the staples did not fire. A new stapler had to be opened and worked.